Event description:
Customer reportedly rec'd the following results on the advantage sys within 10 minutes: 508 mg/dl, 230 mg/dl, and 215 mg/dl. Customer took novolog based on result of 215 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.